Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 123 mg/dl at the time of the incident. Customer stated she had a blank display on the pump yesterday. She stated she changed the battery out and still blank. The customer states the insulin pump was exposed to fluid. Details of moisture exposure and effects. Customer report the type of fluid was sweat because buttons were facing towards the body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage at electronic assembly. It was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address and serial number label.